Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a balloon replacement procedure performed in 2005, (patient gender, age, and weight are unknown). According to the complaint, during replacement, they were unable to feed nutrition or return gastric contents. Even though the feeding tube had been replaced with a new one, it didn't change the situation. After removal of the balloon from the patient, balloon deflation was tested. They were unable to deflate the balloon at all outside of body. The valve appeared to not work properly. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1696.

Manufacturer narrative:
Upon examination and testing, the slit of the duckbill (anti-reflux) valve was found to be blocked, rendering the device non-functional. It appears that the blockage was caused by a small amount of adhesive in the duckbill (anti-reflux) valve area.

Manufacturer narrative:
Initial MDR should have been: the next day, 2005.